Manufacturer narrative:
An event of pulmonary embolism about one year after pfo device implantation, along with residual shunt, stroke, and deep vein thrombosis was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 an amplatzer occluder was implanted in a (B)(6) female. Pulmonary embolism was found as patient was being evaluated for stroke at hospital. No information for shunt during discharge. During follow up - no symptom of stroke when the patient was interviewed. At 12 month (in june), tee showed mild residula shunt, but no thrombus. Surgical intervention was performed for the stroke, pulmonary embolism, and deep vein thrombosis. Ventilator dependent respiratory failure on (B)(6) 2020, left anterior fascicular block septal myocardial infarction. Patient was admitted for stroke and pulmonary embolism and dvt. Surgical intervention was performed.